Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler and cycler set and the peritonitis. There is no report of a machine malfunction or a cassette leak or any allegation of a malfunction or deficiency reported for this event. It is unknown if the patient followed proper aseptic technique while handling pd supplies. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient noticed that one of his drain bags was cloudy. The bag was returned for lab cultures but the sample was too old to gram stain. On (B)(6) 2018 the patient was diagnosed with peritonitis by nephrologist. The patient was placed on vancomycin. A sample was taken from (B)(6) 2018 drain bag and there was no bacterial growth. However, the sample did have a 132 white blood cell count and it appeared hazy. The patient is currently stable and completing the last of antibiotics in two days.